Event description:
The patient used the suspect device to check their blood glucose and obtained low results for two weeks. Pt did not use insulin for two weeks due to the suspect device readings that were lower than their insulin scale. Pt was hospitalized with a blood glucose of 549mg/dl. Control solutions were not used on the system. The suspect device was replaced with new product and then authorized to be returned to the manufacturer for eval. Test strips had been sorted in the refrigerator against the temperature labeling.